Event description:
A problem was reported where the insulin gauge displayed a different amount than expected, with the gauge showing 18 units instead of the expected 100 units. There was no adverse impact to the customer's blood glucose level. The customer had not completed the cartridge air removal step, and technical support advised them to perform this step before filling the cartridge in the future. The customer understood this instruction but decided not to load a new cartridge, opting to continue using the current one and follow up if necessary.